Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked fluid from the needle port. The following information was provided by the initial reporter: "it seems to only be 18 gage nexiva both dual and single ports... The issue is that after the needle is withdrawn... At the port where the needle disconnects fluid is leaking out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 30may2023. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received three representative sealed 18gx1.25in nexiva devices from lot number 2336859. A gross visual inspection did not display any physical damage. A functional test of the returned samples revealed no leaks in the devices. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked fluid from the needle port. The following information was provided by the initial reporter: "it seems to only be 18 gage nexiva both dual and single ports. The issue is that after the needle is withdrawn. At the port where the needle disconnects fluid is leaking out."